Manufacturer narrative:
Unless substantially significant info becomes available, this constitutes a final report. The symptoms exhibited are consistent with those described in the literature for allergic reactions, severe allergic reactions, and immediate generalized reactions. Platelet concentrate (pc) transfusions have been documented to be associated with these reactions. The source of reactions, such as experienced by this pt have been attributed to elements in the plasma. While the volume of plasma transfused is minimized by preparation of in t-sol pc, sufficient plasma or plasma content may have remained to trigger some of these reactions. Eval of this survey, the scope of which was the year 1993, resulted in reports of reactions of varying types. The survey produced responses from 396 institutions initially. From these responses, more detailed questionnaires were sent to 164 of the original responses, and a third questionnaire was sent to 24 facilities which had responded describing hypotensive and/or respiratory failure reactions to pc. A total of twenty (20) such reactions remained. Three (3) of these were compatible with a diagnosis of trali. The other seventeen (17), fifteen (15) were filtered pc transfusions. In all cases, analyses of these reports rendered conclusions of immediate generalized reactions (igr), transfusion related acute induced lung injury (trali), or citrate toxicity, occurring apparently independently of the filter. It appears that immediate generalized reactions following pc transfusions occur with a natural and significant frequency, and that leukodepletion does not increase, buy may in fact decrease, the frequency of immediate generalized reactions.

Event description:
It was reported that a pt diagnosed with myelogenous leukemia was being treated with cytarabine, developed dyspnea and flushing half way through a transfusion of pooled buffy coat platelet product through the device. The transfusion was through a peripheral line. Transfusion was stopped and the pt's symptoms resolved after treatment with anti-histamine and steroids (solcatef). The pt had already received buffy coat platelets through the device 5-6 times before, starting on 8/21/97 as well as rbc concentrates through another of the firm's leukodepletion devices without a reaction.